Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, but the reported failure was not confirmed. A root cause could not be identified. No problem was detected, the device had no issues with the image as it was working correctly, the buttons had no difficulties capturing, and no error codes appeared. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope error e315 unsupported scope appeared, and gray and black lines appeared across the screen. The issue was found during a colonoscopy procedure completed with the same device. There were no reports of patient harm.